Event description:
It was reported that while using the bd angiocath¿ plus IV catheter extravasation occurred when removing the needle. The following information was provided by the initial reporter, translated from portuguese to english: after successful venipuncture and blood reflux through the mandrel, reaching the part of the transparent reflux chamber, but even with venous return, indicating that the catheter is inside the vessel, extravasation occurred when removing the needle.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
Supplemental, no additional information to provide. Customer informs that the nursing team reports that as soon as they introduce the needle in the patient. The silicone tears, there have also been reports that it looks like the tip of the needle is dented, there were also reports that the needle cracked to the point of becoming two points, he received around of 9 complaints from the team, and each catheter has a different defect, but all are of the same batch. Is the sample that presented the deviation available for analysis? No. In what situation was the deviation identified? During patient use/contact with the patient. Was there any damage to the health of the patient or the professional who handled the material? Yes. What's the harm? Describe. He informs that there was a complaint of pain, and discomfort, also that there was a little leakage from the client's blood. Was there a need for medical intervention? No. Was there a need for surgical intervention? No. Was there a need for hospitalization or extension of the hospitalization? No. There was exposure to chemical/biological agents (regardless of the use of ppe)? No. Was there accidental needle intervention? No. Event led to death? Nothing serious. Customer provided to us the additional information below. (F. Enrich (B)(6) 2023) - was a 360° turn performed before the puncture to release the adhesion between the catheter and the needle? A: yes! As per manufacturer's recommendations. - which material is cracked, the needle or the catheter? R: the siliconated catheter broke. On other occasions, when the needle was removed, it presented such characteristics... In other episodes, as described: ¿there were also reports that the needle cracked to the point of becoming two ends¿: r: it was observed that when removing the needle after a successful puncture and with positive venous return, the vessel leaked several times. - during the puncture, was blood reflux observed in the device chamber before removing the needle? A: yes! After successful venipuncture and blood reflux through the mandrel, reaching the part of the transparent reflux chamber, but even with venous return, indicating that the catheter is inside the vessel, extravasation occurred when removing the needle. - before use, was it observed whether the catheter was transfixed by the needle? A: no! Other situations were observed even before using the catheter as reported: needle ¿clogging¿ was identified, catheter with adherence to the needle greater than usual. - when is the needle being removed, before or after advancing the catheter into the vessel? (Ex.: the professional advanced the catheter and then removed the needle; the professional removed the needle before advancing the catheter); r: after performing the venipuncture, it was observed that the needle was correctly positioned with the blood reflux through the mandrel, reaching the part of the transparent reflux chamber. R: according to peripheral venous access guidelines and protocol, only after venous return and correct positioning of the silicone catheter into the vessel that the needle is removed from the device, professionals are aware that they should not reinsert the needle into the catheter if puncture was unsuccessful. - in how many degrees, approximately, was the puncture angle made (of the device in relation to the patient's skin)? A: angle between 15 and 45 degrees, depending on the depth and caliber of the vessel to be punctured. - regarding the needle crack, was it noticed before or after insertion in the patient? If you noticed later, was there any harm to the patient? Please detail. R: after performing the venipuncture, the vessel leaked and, even if local compression was maintained, the patient presented a hematoma at the puncture site. In addition to other complications, such as phlebitis and infiltration. Note: according to the description of the material in question, the angiocath is a sterile over-the-needle peripheral catheter, consisting of: siliconized needle with b1-angled and trifaceted bevel. Facilitates puncture and reduces tissue trauma... Provides easier puncture and penetration into the skin... R: this information differs from what is observed in practice, which leads to an analysis of whether there is any change in the material described. Several times, patients at the time of insertion of the catheter described pain at the site (out of the ordinary), in addition to having been identified and reported by professionals that when puncturing the vein, the catheter had difficulty ¿sliding¿ inside the vessel, even in cases where that no spillover occurred. Video transcription: the access has positive venous return, it is unclamped, here there is no fold in the extension of the equipment, it just won't go. It's hard. The jelco from the bd brand, which is the same one we notified the company. Customer provided to us the additional information below. All the patients that we observed events related to the use of the catheter were elective patients, who were punctured only for the procedure. The catheter was removed immediately after the procedure. In a later contact 24 hours and 48 hours after the process, the presence of hematoma and phlebitis was reported due to the benefits. Due to the fact that the beneficiaries are not hospitalized, we advise the use of a compress and, in case of complications, seek emergency care.

Manufacturer narrative:
The complaint of phlebitis and hematoma was evidenced by those provided by the client. It was not possible to determine whether the bd product caused the reported issue or how it contributed to the event. The reported event may have been caused by fixation technique, duration of use, or patient factors such as vein size or sensitivities. The observable characteristics in the submitted photographs did not contain sufficient information to identify a specific root cause of the reported event. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored.